Event description:
A malfunction was reported, identified by malfunction code 12, which was resettable but had occurred at least three times with the current pump. Blood glucose level was measured at 137 mg/dl, which did not exceed the threshold of 500 mg/dl. Customer was provided with instructions on using the replacement pump and its updated software, including sensor management, and was advised to switch to multiple daily injections (mdi) as a backup therapy. Tandem technical support confirmed the shipping details, instructed on storage mode, and dispatched a replacement pump, while also advising on the return process for the faulty pump.